Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and there were no related non-conformities. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated.

Event description:
According to the available information, there was an issue on the table doing surrogate reservoir. Air was pulled into the pump bulb upon squeezing it. This was cleared by clamping the white tubes, pressing the button, squeezing the bulb and aspirating with the syringe. However, air was sucked in again. The green tip [accessory] and syringe were swapped, and the situation was solved. There was no adverse effect on patient.